Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 480 units of insulin. Reportedly, after the delivery of approximately 10 units of insulin, the insulin gauge displayed 100 units. The customer reloaded the cartridge and received an additional inaccurate fill estimate. The customer's blood glucose level was 147 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.